Manufacturer narrative:
After battery installation, the unit displayed some white spots in the upper right hand corner of the lcd screen. Afterwards, the unit displayed an unexpected "insert new battery" message even when the battery was brand new. After further examination of the unit¿s interior, there was corrosion and rust just about everywhere on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the unclearable "insert new battery" error message. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and the pump was dead. Customer's blood glucose value was 83mg/dl. Customer stated that the pump had blank display, which did not return after the pump restart. . Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Insulin pump will be returned for analysis.